Manufacturer narrative:
The device was received by the resmed manufacturing facility in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the device faults were single occurrences and could not be reproduced during in-house testing. The root cause was most likely due to the operator incorrectly installing the expiratory adapter. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault error messages. There was no patient injury reported as a result of this incident.